Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated alert 38 indicating a motor stall, prompting a restart that did not resolve the issue, after which the patient was instructed to replace the device and use backup therapy. Symptoms included prolonged hyperglycemia with readings reported as ¿high,¿ elevated glucose above 180 mg/dl for approximately 12 hours, alerts for glucose above 300 mg/dl for over 90 minutes, large ketones, and transient stomachache without need for professional medical intervention. Outcomes included use of backup therapy and temporary interruption of automated insulin delivery until replacement was obtained, with no hospitalization or loss of consciousness reported. Investigation included review of device history, user-reported alert verification, troubleshooting guidance, and data synchronization instructions. Investigation of this device revealed a motor stall consistent with a pump drive mechanism malfunction that persisted after restart, leading to device replacement and patient education on shutdown and backup therapy. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure.